Manufacturer narrative:
H4: the lot was manufactured from september 28, 2020 - september 29, 2020. H10: the actual devices were not available; however, three (3) photographs of the samples were provided for evaluation. The photographs were visually inspected and only one sample was observed with a ruptured bladder. The photographs showed images of two samples containing fluid in the bladder without evidence of a ruptured bladder; therefore the reported condition was verified for only one sample. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors ruptured during filling. The devices were filled with 5-fluorouracil. There was no patient involvement. No additional information is available.